Event description:
Customer reports, the pt's tube had been placed for 7-8 weeks. The connector was starting to wear and it was decided to replace the tube. The tube was removed and a rupture was apparent. The pt had a gastroscope to remove the weight and a new tube was placed. The nurse reported the pt had been fed by pump and by gravity feed. No injury occurred.